Manufacturer narrative:
(B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the nurse sustained a needle stick with a clean, still-packaged bd safetyglide¿ needle that had no cap on it. The following information was provided by the initial reporter: "staff member suffered a needlestick injury. She was reaching into a bin in the medication room and was stuck by the needle which was still in the sealed package and had no cap on it. She was not harmed, and they did not retain the needle."